Event description:
Caller reported that a malfunction occurred on pump, indicated by malfunction code malf 0. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted caller with resetting pump. The malfunction code did not recur after resetting, and customer was advised to continue using pump and to call back if any issues reappear.